Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and a new model was implanted. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.